Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that sometimes it feels like little shocks going down the back of their leg, patient mentioned that when they turned the stimulation too low they started having leaks but when they increased up to 2 or 2.2 they can feel the li ttle shots going down the back of their buttock and into their legs. Patient connected with the implant and change program to number 2. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comf ortable. Redirect to doctor if issue persists.